Manufacturer narrative:
D2a; common device name: catheter, urological. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user states "package doesn't look sealed properly/ packaging does not look as tight as usual, consumer diagnosed with uti today". End user says, "he has used this product for "a long time now" and has never received a shipment that looks like this. He said in his (B)(4) boxes, all the catheters look "puffy at the top" by funnel area almost like there is air in them. They look tight at the bottom of the catheter as usual." He noted that "some of the sides of the packaging in the middle areas also looked not fully sealed together only at the very edges of the packaging. He said the catheter itself was not open on these. He described it as the top of a zip lock bag that wasn't together at the edge only on some parts of the packaging. He said it didn't look like they were perforated in anyway. He notes the lubricant felt normal with use. He said a few times that he is not in any way sure if this caused it or related to this concern but he did get diagnosed with a uti today. He has used (B)(4) catheters like this so far from (B)(4) box. He said he started having increasing frequency and urgency, irritation and went to urgent care today for a urine test and they diagnosed him with a uti and sent the urine out for culture. They just started him on a "broad spectrum antibiotic" he said." End user was advised to not use anything that he suspects may be defected.

Manufacturer narrative:
Supplier investigation was performed. Retained samples from the complaint lots were reviewed and no abnormity found. Root cause: no issue found. This a normal mold design of packaging, not improperly sealed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Per additional information received from the end user ¿he confirmed the actual catheters themselves were fully sealed in the packaging but just looked more ¿puffy¿ at the top however today he said he thinks it could have been just his perception at the time or something he had never noticed before as since then he is looking at them more closely as he has received more shipments from supplier, various lots and they all look like that, no concerns at all with use.".